Event description:
Nurse was holding a unit of blood in her hand. As she spiked the unit with the blood administration tubing, the blood bag was punctured. The unit had to be wasted and a replacement unit obtained. No harm to patient or rn. This is one of two events with this type of device that occurred within one day of each other.======================manufacturer response for blood administration tubing, plum y-type blood set (per site reporter).======================they will investigate complaint.what was the original intended procedure?blood transfusion.device #1is this a laboratory device or laboratory test?no.